Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 16mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.